Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display lens was scratched, and the reporter did not indicate if the display screen could be read safely. There was no allegation of an adverse event with this complaint. Customer support has attempted to contact the reporter in follow up, however; no further information was available. If further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA in november 2014.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the display lens was scratched. Unrelated to the original complaint, the pump powered up to a dim and pink display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .